Event description:
Following stent deployment, upon removal of the catheter it was noted that the tip of the catheter was on the guidewire when removed. The physician did not deploy the entire stent before removing the catheter; therefore, the proximal end of the stent was trapped inside the delivery system. There was no intervention and no effect to the patient.

Manufacturer narrative:
The device was not returned. The stent was being deployed within a previously deployed stent . The physician had difficulty visualizing the remaining length of the constrained stent in the delivery system. The physician did not deploy the entire stent before removing the catheter; therefore, the proximal end of the stent was trapped inside the delivery system by the tip. As the delivery system was withdrawn proximally for removal, the tip detached when the withdrawal forces of moving the partially deployed stent through the vessel and introducer sheath exceeded the tensile strength of the tip lumen. The detached tip remained on the guidewire and was removed. Through testing, sufficient visibility of the stent as been verified. The physician may not have chosen a high enough magnification on the fluoroscopy machine. The cause of the event has been discussed with the physician. A CAPA for these types of events has been opened.